Event description:
It was reported that during the coil embolization procedure of the anterior communicating artery (acom), resistance was encountered when the subject coil was advanced into the middle of the microcatheter. The physician pulled the coil back and upon retrieval the coil had prematurely detached inside the microcatheter. The coil and the microcatheter were removed together as one unit with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the device revealed dried blood within the returned introducer sheath. The main coil was found kinked, stretched and physically detached from the returned delivery wire. The functional test was not performed due to the condition of the coil. Information available indicated that the device was confirmed to be in good condition prior to use and it was prepared as per the device instruction for use (dfu). The blood in the introducer sheath is indicative of insufficient flush and could have caused the resistance during the procedure. It is likely that the resistance during coil manipulation contributed to the main coil stretching, kinking and then separation inside the microcatheter. Therefore, based on the analysis of all available information, operational context was assigned to this event.

Event description:
It was reported that during the coil embolization procedure of the anterior communicating artery (acom), resistance was encountered when the subject coil was advanced into the middle of the microcatheter. The physician pulled the coil back and upon retrieval the coil had prematurely detached inside the microcatheter. The coil and the microcatheter were removed together as one unit with no clinical consequences to the patient.